Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "hand hygiene was not maintained". The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 96hrs, intraperitoneal, ongoing), and injection meropenem (1gm, once a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that the antibiotic treatment was discontinued (after 14 days). On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.